Event description:
A consumer reported that her vision in the right eye was not as good as it was following her intraocular lens (iol) implant surgery. She reported that approximately two years following the implant surgery, her vision became blurred, but this resolved after having a yag capsulotomy performed. The consumer reported that approximately one year later, she started having blurred vision and it has continued to worsen. During a recent eye exam three, she reported the doctor found no abnormalities in her eye or on the lens, and recommended prescription eyeglasses. The consumer reported that she does not want to wear prescription eyeglasses. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. (B)(4).